Manufacturer narrative:
The complaint was confirmed through device returned for evaluation. Poly liner is returned for evaluation. As returned the articulating surface exhibits moderate scratches and wear. All other surfaces exhibit severe scratches, gouges and heavy wear; accurate dimensional analysis is not possible. It is unknown how the dents are formed along the seat and over the post. It is also observed that the clips have deformed severely. DHR was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00434900613 tm reverse stem 6mm x 130mm unknown, 0104223033 anatomical shoulderâ?¢ reverse, screw system, 4.5-33 unknown, 0104223042 anatomical shoulderâ?¢ reverse, screw system, 4.5-42 unknown, 00434901500 base plate 15 mm post length uncemented unknown, 00434904011 glenosphere 40 mm diameter unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent reverse shoulder arthroplasty revision approximately eleven (11) months post-implantation due to dislocation of the shoulder. During the revision, the poly liner was noted to be partially disassociated from the humeral stem. No additional information is available.